Event description:
Treadmill stopped during case study, tech support recommended to perform self calibration on unit. Disconnected stop switch and control cable from stress EKG machine. Performed self calibration on unit as recommended by tech support. Connected cabling back to treadmill, connected pt simulator to stress EKG and unit, simulated test and treadmill worked properly. All stages via the system the belt increased in speed and elevation then selected to do so. No hesitation noticed or treadmill stopping, unless commanded to do so or stop switch pressed. Ran bruce protocol via a manual check advancing thru stages manually, ran thru test again, bruce protocol, and allowed stages to complete and advance as programmed. Treadmill worked correctly. EKG tech said unit stoped in bruce protocol program, approximately 2 minutes into first stage. She completed test by manually selecting the speed and angle settings during the stress test.